Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to procedural conditions (poor visibility), per case details. A cause for the reported poor visibility could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) and rotated heart for a triclip procedure. During the procedure, imaging was challenging. Post deployment of first triclip, a single leaflet device attachment(slda) occurred from anterior leaflet. Additional triclip was deployed to stabilize the slda clip. The tr was reduced to grade 1 post procedure. Per the physician, slda was due to difficulty in imaging. There was no clinically significant delay.